Manufacturer narrative:
Method code 4110: no additional similar complaint type event(s) within associated lots were found. Claim#: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter stated that the surgeon implanted a 13.2mm vticm5_13.2, -0.5/+6.0/092 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2019. The surgeon reports refractive surprise and that ucva has worsened from the 1st week of surgery. Reportedly, lens remains implanted.